Event description:
The customer reported that the insulin pump alarmed button error. The caller stated that device alerted her low blood glucose, but none of the buttons were responding. The customer removed the battery and got the button error. The blood glucose reading was 171mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.(B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and a missing end cap sticker.